Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device passed full functionality testing without duplicating the report. Review of the device log does not show any evidence of a shutdown. However, the device does not capture explicit power on/off events and does not log keypresses. The power input assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician manually bag ventilated the patient to continue treating them. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.